Manufacturer narrative:
Rec'd (1) jr system. Blood was visible inside the system. Tubing was completely detached from solvent bond joint with the stopcock luer (shut-off valve). Indication of adhesive was visible at small part of tubing bond area and appeared to be thin. It did not appear that the adhesive chemically etched to the surface of the bonding components. Tubing o.d. Was 110" which was within spec. (110" +/- .002" per drawing 111467-003 rev ad).

Event description:
It was reported that the device failed during patient-set up. Broken tubing.